Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The father reported via phone call that the customer was hospitalized with high blood glucose. The father also reported, the customer's a1c was high, causing their blood glucose to rise also. Customer's blood glucose was unknown at the time of admission. Customer was treated with an IV drip at the hospital. The customer was wearing the insulin pump at the time of hospitalization. The father declined to return the insulin pump for analysis.